Event description:
It was reported that the jaws were misaligned during an unk procedure. There was no pt consequence.

Manufacturer narrative:
Eval summary: the analysis results confirmed that the jaws had become yielded. In addition, the locking nut was non-functional and the shaft was detached from the handle. While no conclusion could be reached as to how this damage had occurred. The mfg records were reviewed and no anomalies were found during the mfg process. Complaint info is trended on a regular basis to determine if further investigation is warranted.